Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The day after the event onset, the patient was started on vancomycin (1g/5l; route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. At the time of this report, the patient had recovered and antibiotic therapy remained ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.